Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a ventilator inoperative alarm (error code 1007) occurred. Review of the drpt (diagnostic report) showed error code 111b - 35v supply failed, error code 1118 - 5v supply failed and 1127 - ovp (over voltage protection) circuit failed. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no issues. The pm pcba was installed in an fi test ventilator. An unsuccessful attempt to power up the test ventilator from ac and deliver breaths occurred. A black screen with error 1007 (vent inoperative) was displayed. A drpt was downloaded and reviewed for errors. The downloaded drpt revealed diagnostic codes 111b - post35vfailed, 1127 - ovpcircuitfailed, 1118 - post5vfailed, 1007 - postlossofpresssensors. A review of all voltages revealed 3.3v, 5v, 12v, 35v all failed. U125 on the pm pcba was found to have failed and was removed and replaced. The pm pcba was replaced in the test ventilator. The ventilator was allowed to run for two (2) hours without producing any errors. The drpt report was downloaded and no diagnostic error codes were revealed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer complaint of ¿unit will not power up¿ was confirmed. U125 was found to be defective.

Manufacturer narrative:
The manufacturer¿s international service technician duplicated e/c 111b. The event log noted e/c 1007, e/c 1118, and e/c 1127 had occurred simultaneously. The manufacturer¿s international service technician replaced the motor controller (mc) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.